Manufacturer narrative:
Product analysis: the valve remains implanted. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The surgeon reported there was no thrombus or other valve issues found. The cause of the leaflet motion issue was remaining sub-valvular chordae tendinae. (B)(4).

Event description:
Medtronic received information that 7 days following the implant of this mechanical valve, the valve leaflets did not fully move as expected. The valve was removed and re-implanted. The surgeon reported there was no thrombus or other valve issues found. The cause of the leaflet motion issue was remaining sub-valvular chordae tendinae, which was excised. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.